Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old female patient underwent a primary breast augmentation surgery with implantation of an 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with capsular contracture of the right breast. However, no baker grade rating was provided. As a result, the patient underwent removal and replacement with 340cc mentor memorygel breast implants on (B)(6) 2022. During the exchange surgery, the right implant was also discovered to have been ruptured. There were no reported procedural delays or additional patient consequences. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information that indicated the patient did not suffer from capsular contracture. However, they did have a capsulotomy and a capsulectomy performed during the explant procedure. The patient's race and ethnicity were also provided. The appropriate fields have been populated. On (B)(6) 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).